Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that a motor stall occurred on 2014 (B)(6) at 11:02 p.m. But had never recovered. The telemetry and logs were reportedly pulled from the pump, and the product issue was not resolved. It was noted that the cause was not determined and that a pump replacement was planned but was not scheduled at the time of report. The patient was alive with no injury but experiencing underdose symptoms of increased pain. The pump was delivering fentanyl, bupivacaine, and clonidine. It was later reported that the patient was having problems with the personal therapy manager (ptm), and stated it was not working. It was noted, the patient had been in severe withdrawal for approximately 12 hours. The ptm reportedly turned on but had an alarm on the screen. When a bolus was attempted, the error code displayed on the ptm was 8476. It was noted that this meant "motor open coil or stall," and the patient's motor had stalled so the pump was not providing the patient with medication. The reporter noted they did not know how the ptm worked, and it was discussed with the reporter that the ptm was functioning as it should. The reporter noted, the patient was sick and was vomiting, had the chills, and was "not healthy at all." The patient was reportedly going to be taken to the emergency room. It was further reported that the cause of the stall was unknown, and the patient had not yet been scheduled for a replacement. It was later reported that the patient had the pump replaced and was receiving effective therapy.